Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2243072-2023-01295was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction. H3 other text : see h.10.

Event description:
It was reported that while using the bd vacutainer® safety-lok¿ blood collection set that there was tuber separation or kink. The following information was provided by the initial reporter: customer is is reporting plastic tubing during use.

Manufacturer narrative:
D4. Medical device lot #: unknown . D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. E.7 initial reporter addr 1: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® safety-lok¿ blood collection set that there was tuber separation or kink. The following information was provided by the initial reporter: customer is is reporting plastic tubing during use.